Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ was flushed and prepared properly before using. The dilator was inserted properly through the center of the valve gently. After advancing the vizigo¿ through the femoral access, the dilator was removed, and blood was leaking through the valve of the vizigo¿. There was no damage observed before use, but there was damage at the valve after use. No huge damage that was visible, only at the hemostatic valve. Hemostatic valve was the section that broke. The valve was dislodged inside the hub but not outside. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. It was unsure if air entered the patient¿s body or if treatment was required. They did not really measure the volume of blood that was lost, but from the time of the event to the time of new sheath replacement was approximately 3-5 minutes. The blood flow was stopped as soon as the damaged sheath was removed from the patient's femoral vein. A new vizigo¿ was used as a replacement, and no blood was seen leaking from the valve. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 22-dec-2022. It was reported that a male patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Device evaluation details: a video was received for evaluation following biosense webster's (bwi) procedures. According to the video provided by the customer, a blood leakage was observed on the hub section. However, due to the blood on the hub, it is not possible to see the hemostatic valve. The leakage observed on the device could be related to a dislodgment of the hemostatic valve inside the hub, however, this cannot be conclusively determined at this time. The issue reported by the customer was confirmed based on the video received. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) evaluation was performed for the finished device number (B)(6) and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).